Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, phenomenon (1): ¿error coding e230 occurrence¿ was determined to have occurred due to the failure of the u-board. As for phenomenon (2): ¿error code e117¿, it was determined that the event occurred due to poor converters. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As a note, e230 refers to errors that occur due to u-board failure. E117 refers to errors generated by ccu failure. The u-board refers to the basis for the communication of information to the outside. Ccu refers to the foundation responsible for the simple development of images. Olympus will continue to monitor field performance for this device.

Event description:
An olympus field service engineer (fse) reported that during routine preventative maintenance of the visera 4k uhd camera control unit an error code (e230) pertaining to the image processor or light source was observed. There was no patient involvement.

Manufacturer narrative:
The device is expected to be returned for evaluation, however has not been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation and if any additional information is provided by the user facility.